Event description:
The patient reported that they had five failed spinal cord surgical interventions. The patient also reported their first stimulator did not work and they had it revised through surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).